Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) explant procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.